Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was stuck and failed to close. A field service engineer (fse) identified that the auxiliary drawer 5 was failing to open and found that the inseparable latch magnet was missing. The fse replaced the inseparable latch, and after testing, confirmed all functions were operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 5 was stuck and failed to close. The user attempted to recover it, but the drawer did not open to allow clearing. The machine was restarted, but no change occurred. The drawer was tapped, along with the drawers above and below, but none of them opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.